Event description:
Reference number (B)(4). Event occured in the united states. The patient experienced two infusion set's kinked cannula event on 24-feb-2025. This issue was first noticed within 6 hours of insertion, occurring at least 3 hours after the set was placed. The insertion site was the abdomen. While the specific blood glucose value was not known, it was reported as 'high'. To address the elevated blood glucose, the patient administered a correction injection using a multiple daily injection (mdi) method. Following this, the patient successfully replaced the infusion set and resumed insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.